Event description:
A surgeon reported that during surgery, he found that aspiration flow was different than usual, which triggered anterior chamber movement and posterior capsule rupture. The surgeon had to perform an anterior vitrectomy and had to implant a different iol that the one he expected. The pt is still under treatment. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).